Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burned plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported event is traced to component failure. The event can be detected/prevented by following the instructions for use which are stated in: pcf-h290zi user manual: operation section ¿for safe use¿ ¿chapter 3 preparation and inspection_3.3 endoscope inspection_3.8 inspection of combined functions with related devices¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.